Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 4068-45 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
The patient reported that the device was jumping on the right side of the body. Follow-up with the physician's office determined that there were no issues noted in the patient's chart. The device remains in use. No patient complications have been reported as a result of this event.